Event description:
It was reported that the right ventricular (rv) lead had high impedance due to a confirmed fracture, short interval counts (sic) and oversensing of noise. Detections were programmed off and the rv lead remains implanted. Due to the patient's current health status, surgery is not an option at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419388 lead implanted: 2008 (B)(6); (B)(4) lead implanted: 2003 (B)(6). (B)(4).